Event description:
This morning our IV rph escalated concerns regarding the plunger and the inside of the barrel of the bd 20ml luer-lok syringes. The plungers appear to be dirty, with an oily substance and residue. The oil was apparent in almost every syringe we looked at from two lot numbers. Manufacturer response for 20ml leur lock syringe, (brand not provided) (per site reporter). Via email x3 this week for another issue and now this issue today.